Event description:
Additional information was received reporting that the lens was inserted/removed same day.

Manufacturer narrative:
Only the opened product carton with some of the inner packaging components was returned. A qualified viscoelastic was indicated. The root cause cannot be determined for the event. Only the opened carton and packaging components were returned. Information was provided that a facility representative indicated that in the surgeon's opinion, the product did not cause or contribute to the event. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during implantation of an intraocular lens (iol) the trailing haptic got caught on to the plunger and the lens was ripped. Additional information was requested.